Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 531 mg/dl, at the time of incidence. Customer set various basal with respect to different time. Customer reported okay to troubleshoot for high blood glucose level but customer declined to continue the troubleshooting. Customer was manually delivered the insulin. Customer was advised to continue the monitoring. The insulin pump will not be returned for analysis.